Event description:
The daughter of a (B)(6) female pt called zoll customer support to report that the pt's monitor was making a loud noise and would not power up. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor will not power up) has been confirmed. Upon evaluation, no physical defects were found with the monitor but it would not power up. The monitor passed a flash test, and the monitor's flash memory was reprogrammed. Monitor was functional after flash memory was reprogrammed. The root cause of the problem cannot be positively identified but was likely due to corrupt programming. No adverse event resulted form the defective monitor. The pt received a replacement monitor.